Event description:
It was reported that the pt developed a tibial cyst due to excess plastic wear debris generated by the implant that funneled down through the screw holes of the tibial baseplate into the patient's tibia. The presence of this debris inside the bone triggered an autoimmune response which deteriorated the bone tissue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The supplemental information including revision surgical notes were reviewed. Revision surgical notes indicate that the patient was revised for a failed left total knee. Intra-operatively, the patellar component was found to be worn while both the femoral and tibial components demonstrated erosive changes. All the primary components were removed with an oscillating saw. There was a very large defect in the proximal part of the tibia with discomfort tibial poly bearing wear. The defect was curetted and packed with cancellous bone graft. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. While a definitive root cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issue for which zimmer implemented a corrective action in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken.

Manufacturer narrative:
To date, no product or photos have been returned for an evaluation; therefore, the condition of the device is unknown and an evaluation is not possible. Operative notes from the primary surgery state the patient underwent left knee replacement due to severe rheumatoid arthritis. It was noted that the devices were implanted using a press fit technique and two bone screws. Full range of motion, ligament balance in flexion and extension, and midline patellar tracking were noted with final components. A definitive root cause remains undetermined.

Manufacturer narrative:
This report will be amended when our investigation is complete.